Event description:
On (B)(6) 2013 the lay user/patient in (B)(6) contacted lifescan (lfs) to report the one touch verio iq meter was giving inaccurate readings. The patient obtained the blood glucose readings of 140 mg/dl and 240 mg/dl on the reported meter within 20 minutes. No information was provided about the patient's testing technique or test strips condition. The patient did not report experiencing any symptoms or medical attention. The patient did not suffer any injury due to the reported meter. However, as the test results fell outside expected values for precision testing this complaint is being reported. There was no indication that the product caused or contributed to an adverse event.